Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag to vent switch was re-seated to resolve the reported issue. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the bag to vent switch was not switching to mechanical ventilation mode. There was no report of patient involvement.